Event description:
It was reported that the patient underwent a 1 level axialif using non-mdt hardware and rhbmp-2/acs. Approximately 1 year post-op, the patient underwent a revision surgery to treat continuing pain, motion at the fused level, and "severe degradation of the vertebral body or hyper demineralization of the vertebral body." The hardware was removed and replaced.

Manufacturer narrative:
Implant date: (B)(6) 2011. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.